Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device and found the high voltage capacitor malfunctioning. The high voltage capacitor was replaced, and the device passed all testing and verifications. The device was fully operational. Based on the information available and the testing conducted, the cause of the reported problem was the high voltage capacitor. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Correction: this complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2023-04760 (MFR report number).

Manufacturer narrative:
Correction: this complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2023-04760 (MFR report number).

Event description:
It was reported that, after performing functional check, the device test failed. There was no patient involvement.